Manufacturer narrative:
Expiration date unk as lot was not provided. (B)(4) - exact problem was not provided by reporter. Event eval: still under investigation.

Event description:
A male pt in his 60's underwent an endotracheal tube exchange. The tube was exchanged via exchange, end-tidal co and confirmed; soon afterwards, the pt decompensated and expired. Autopsy showed no airway or esophageal injury. No add'l info has been provided.